Event description:
The patient underwent surgery (B) (6), 2008. (B) (6), 2009, the plate was removed from patient because the bone was healed. During the removal surgery, the surgeon found that the plate was broken.

Manufacturer narrative:
Na